Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic left colectomy procedure, the anvil was bent and could not be tilted after firing. The event led to extended patient hospitalization. The patient was hospitalized two times. There was temporary injury due to a stoma. There was unanticipated tissue loss and tissue damage as a result of this problem. The damage was not permanent. Additional operation was performed to correct the issue. Current patient status is alive with injury. There patient resumption with temporary ostomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.